Event description:
The manufacturer received information alleging a patient was smoking a cigarette while using an oxygen concentrator. The patient suffered burns to her face and hands. It is unknown if medical treatment was required. There was no allegation of device malfunction. The device is not returning to the manufacturer for evaluation. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."